Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:00 a.m., a sample from the patient was tested on the meter, resulting as 5.0 inr. At 8:30 a.m., a sample from the same finger of the patient was tested on the meter, resulting as 2.8 inr. At 9:00 a.m., a sample from a new finger of the patient was tested on the meter, resulting as 3.0 inr. All three values from the patient's meter were reported to the doctor. The patient was advised to hold coumadin medication on the night of (B)(6) 2018. The patient then went to the doctor's office to get tested with the doctor's professional coaguchek meter. At 10:30 a.m., a sample from the patient was tested on the doctor's meter, resulting as 3.0 inr. The values of 3.0 inr measured with the patient's meter and 3.0 inr measured with the doctor's meter were believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range was 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient does not have hematocrit issues or antiphospholipid antibodies. The patient does not take overlapping heparin therapy or direct thrombin inhibitors. The patient's coumadin dose has not changed since the last test. The patient has had no new medications or changes in diet since the last test. The patient did not have any special or unusual diet. The patient had no additional illnesses. The patient had no abnormal symptoms of bleeding or bruising. The meter had not been cleaned recently and showed discoloration. The meter was no contaminated or stained with blood or debris. The patient could not confirm if samples were applied to the test strips within 15 seconds of the fingerstick. The customer does not use alcohol to prepare her finger before the fingerstick. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The patient's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr , donor 2 inr: 2.0 inr . Donor 1 hct: 50% , donor 2 hct: 42% . Testing results: donor 1: retention meter with masterlot strips: 2.3 inr , customer meter with masterlot strips: 2.3 inr . Donor 2: retention meter with masterlot strips: 2.0 inr , customer meter with masterlot strips: 2.0 inr . Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.